Event description:
The resident was performing surgery on pt's left foot when knife blade broke in half. She was able to take the piece out immediately. Dr [redacted] directly witnessed event. Xray will be taken at end of case due to nature of the case.